Event description:
It was reported that the spaceoar vue appeared to be placed outside the intended fat plane. During the injection it took some time to position the needle correctly, and the injection seemed to favor the left side slightly. The injection was midline and to the left. Upon reviewing the images, the hydrogel appeared to surround the prostate. This indicated that the hydrogel moved anterior to denonvillier's fascia, encircling the prostate and entering the small vessels around it. The hydrogel was traced superiorly towards the vessels, terminating around the level of the seminal vesicles, reducing concerns about pelvic venous gel. The patient was reported stable; however, minor constipation, which had resolved, was noted following the procedure.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.